Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, an occlusion was noted, and customer could not flow fluid in it. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A functional test was performed. Sample received: one (1) sample was received from p/n 21-7060-24 l/n 4148647; the sample received in used conditions with its original open packaging. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through asv valve. The complaint is confirmed. Continuing with the analysis, it was tried to replicate the failure mode - conclusion: based on the tests results, it was concluded that the failure could be reproduced in two ways: 1. When the excess of solvent is not cleaned before assembly the tube with the component. 2. When the tube is introduced two times in the solvent dispenser (procedure is not followed). The cause of the reported problem was traced to the manufacturing process. Personnel notification was performed on 08/feb/2022 to notify production personnel about the failure mode reported by the customer.